Event description:
(B)(4) severe pelvic pain that started out as cramps. Led to severe back pain and migraines that would last four to five days at a time. (B)(6) was diagnosed with ovarian cyst. No period since placement of device in (B)(6) 2016. Passing large blood clots. Random fevers that cannot be explained. Body aches. Hip pain. Leg pain. Urinary tract infection and painful intercourse.